Event description:
It was reported that there was deflation difficulty. The target lesion was the right superficial femoral artery. Reportedly, there was heavy calcification and mild tortuosity. Ipsilateral approach was made and the lesion was crossed with a 0.014" guidewire. The device was delivered to the lesion with difficulty. Inflation was attempted at the proximal end of the lesion. There was difficulty deflating the balloon after 2-3 minutes of inflation. A kink was noted on the shaft when the device was removed from the patient. Another balloon catheter was used to perform dilatation. A stent was placed at the lesion to successfully complete the procedure. No anomalies were noted during the prep of the device. There was no patient injury reported.

Manufacturer narrative:
The investigation is currently in progress. The device has not yet been returned for evaluation.